Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image turned green and purple on the flex deflectable videoscope. The reported allegation occurred during an unknown therapeutic procedure and the cause is unknown. There was no report of patient harm.